Manufacturer narrative:
Submit date: 3/28/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The bags are leaking at the seams, and the bags come apart where they are suppose to be connected to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated from unknown lot to reflect reported lot number, 152820299x. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A functional test was performed and a leak was observed. The reported issue was confirmed. A root cause can be due to incorrect sealing. As corrective action, the manufacturing personnel involved were notified of the reported issue and a revision was performed to correct the sealing process. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.